Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01230.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400''s (pc400's). During the procedure, the physician deployed and detached three pc400's into the aneurysm using another manufacturer's microcatheter. While attempting to advance a new pc400 through the same microcatheter, the physician experienced resistance and subsequently, the coil became stuck inside the microcatheter. Therefore, the physician removed the coil and made another attempt to advance the coil through the microcatheter. However, resistance was encountered and the coil became stuck at the same position again. After several failed attempts to advance the pc400 through the microcatheter, the coil unintentionally detached from its pusher assembly in the microcatheter. Therefore, the physician removed the detached pc400 and opened a new pc400 to continue the procedure. While attempting to advance the new pc400 through the same microcatheter, the physician met resistance and subsequently, the coil became stuck at the same position as the previous pc400. Therefore, the new pc400 was removed. After removal, it was noticed that the pc400 was kinked at the proximal end. The procedure was then completed using nine new smaller-sized pc400's. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush throughout the procedure; however, the microcatheter was flushed at least once after placing each coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the first penumbra coil 400 (pc400) pusher assembly. The distal detachment tip (ddt) was fractured off the end of the pusher assembly and the embolization coil was detached. The embolization coil was partially hanging out of the introducer sheath, and was damaged on its distal end. The pet lock was intact on the proximal end of the second pc400 pusher assembly. The distal detachment tip (ddt) was separated from the polymer end of the pusher assembly and the embolization coil was detached. The embolization coil was partially hanging out of the introducer sheath, and was kinked in multiple locations. Conclusions: evaluation of the returned pc400's revealed that both ddts were separated from their pusher assemblies. This type of damage typically occurs due to forceful retraction of the pc400 against resistance. If the ddt becomes separated from the pusher assembly, it will cause the embolization coil to detach. Further evaluation revealed both embolization coils were kinked. This type of damage typically occurs due to forceful advancement and retraction of the pc400 against resistance. The outer diameters (ods) of the pc400's were measured and found to be within specification. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. The root cause of the initial resistance experienced by the physician when attempting to advance the pc400's could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01230.